Event description:
It was reported that during a meniscus repair, a part of the electrodes on the tip of the super multivac 50 icw, fell into the joint after a spark was produced from the device, and could not be retrieved so it was left in the patient. Usage time of the wand was about one minute. It is unknown how the procedure was completed or if there was a surgical delay. No other complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection of the returned instrument shows no manufacturing abnormalities. The electrode is completely detached. The wand cable and suction tube has been cut and removed. Product was out of the original packaging. No packaging returned. A functional evaluation could not be conducted due to the wand cable being removed. A review of the customer provided images shows a detached electrode with erosion. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states undated photos of the device were provided for review and confirms the reported breakage. The patient impact beyond possible micro-motion and/or migration, local irritation/discomfort, and probable MRI restrictions cannot be determined. Although the cytotoxicity testing reports that the device is considered non-toxic, this is for short term use. Long term implantation data is not available. The patient impact beyond possible micro-motion and/or migration, local irritation/discomfort cannot be determined. The root cause for material separation was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. The root cause for arcing could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a meniscus repair, a part of the electrodes on the tip of the super multivac 50 icw, fell into the joint and could not be retrieved so it was left in the patient. Usage time of the wand was about one minute. It is unknown how the procedure was completed or if there was a surgical delay.